Manufacturer narrative:
The device was returned to the factory for eval. It shows signs of clinical usage and no evidence of blood. A visual inspection determined that the loading device was returned inside the delivery device. The seal was located under the window. The safety lock and plunger were not depressed. Based on the received condition of the device, the reported complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals did not load properly as the seals did not come out of the loading device. A replacement device was used to complete the procedure. The hospital intends to return the products in question. Refer to MFR report 2242352-2012-00718 for related report.